Manufacturer narrative:
H6: bent cartridge lockout tab. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was diassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Cartridge a had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported the tsw35 was used during a video assisted thoracic surgery. It was reported by the affiliate on the second firing, the surgeon could not squeeze the handle to achieve full firing stroke. There was no consequence to the pt.